Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified damage at the tip of the device. Microscopic examination revealed numerous kinks in the distal shaft, a partial separation at the collar/proximal shaft area. No irregularities or damage to the ptfe. No damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. During use of a guidezilla extension catheter within a vessel located in the coronary, the shaft broke at the joint where the blue inner diameter meets the hypotube shaft. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: device avail. For eval from yes to no - it was reported the device was returned on 5/11/2015, however, the received box did not contain the expected complaint unit. (B)(4).

Event description:
It was reported the shaft broke. During use of a guidezilla¿ extension catheter within a vessel located in the coronary, the shaft broke at the joint where the blue inner diameter meets the hypotube shaft. No patient complications were reported and the patient status was stable.

Event description:
It was reported the shaft broke. During use of a guidezilla¿ extention catheter within a vessel located in the coronary, the shaft broke at the joint where the blue inner diameter meets the hypotube shaft. No patient complications were reported and the patient status was stable.